Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported unknown side deflation. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d1, d4, d6b, d9, e1, e3, g1, h3, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: opening linear on anterior and creases flat. Leak test and microscopic analysis was performed which identified: striated opening on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage.

Event description:
Affected side is right.